Event description:
It was reported that during a coil embolization procedure, the coil was hanging out of the catheter. The target location was in the mildly tortuous spermatic vein. The vein contained a few side branches. A 5fr non-bsc catheter was placed in the distal part of the 5.9mm in diameter vein. An 035 interlock 2d 8mm x 40cm coil was loaded into the catheter. The physician used "some" force in advancing the coil. The coil was advanced 3-4cm outside the catheter and it was noticed that the coil did not curve into a loop, but rather appeared as an 's' in the vessel. The physician attempted to advance the catheter to pack the coil; however, the catheter pushed upwards. The physician was unable to pack the coil together and decided to pull the coil back as a 40cm coil might be too long for the spermatic vein. The coil was not able to be withdrawn. Under fluro, it appeared that the coil had detached inside the catheter. While pressing on the angiocatheter to secure the coil, the physician pulled it back slowly out of the introducer with the distal 3-4cm of the coil hanging out. Continuous flushing was not utilized, only hand flushing. The procedure was completed with the insertion of a new non-bsc catheter and the implant of 4x14 and 8x14 non-bsc coils. There were no patient complications reported and the patient's status is stable.

Event description:
It was reported that during a coil embolization procedure the coil was hanging out of the catheter. The target location was in the mildly tortuous spermatic vein. The vein contained a few side branches. A 5fr non-bsc catheter was placed in the distal part of the 5.9 mm in diameter vein. An 035 interlock 2d 8 mm x 40 cm coil was loaded into the catheter. The physician used "some" force in advancing the coil. The coil was advanced 3-4 cm outside the catheter and it was noticed that the coil did not curve into a loop, but rather appeared as an 's' in the vessel. The physician attempted to advance the catheter to pack the coil; however, the catheter pushed upwards. The physician was unable to pack the coil together and decided to pull the coil back as a 40 cm coil might be too long for the spermatic vein. The coil was not able to be withdrawn. Under fluro, it appeared that the coil had detached inside the catheter. While pressing on the angiocatheter to secure the coil, the physician pulled it back slowly out of the introducer with the distal 3-4 cm of the coil hanging out. Continuous flushing was not utilized, only hand flushing. The procedure was completed with the insertion of a new non-bsc catheter and the implant of 4x14 and 8x14 non-bsc coils. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Visual examination of the returned device revealed that a catheter, dispenser coil, introducer, delivery wire and a .035 interlock 2d were returned. The returned catheter was a cook 5f 0.038 inch catheter. The delivery wire was returned inside the dispenser coil, the coil was not attached. On removal the delivery wire was inspected and no anomaly was noted. The introducer was inspected and the twist lock had been fully opened. The delivery wire was inserted through the catheter hub but got stuck 21.8 cm from the proximal end of the catheter. The catheter was cut at this point. The proximal end of the coil was visible but the main coil interlocking arm had been pulled off the coil and there was evidence of a weld. The coil was removed and the catheter was checked for the coil interlocking arm, but it was not present. The coil interlocking arm was not returned. The coil was inspected and the proximal end of the coil was severely stretched. Microscopic examination revealed the coil zap tip shape and surface was smooth. The interlocking arm of the delivery wire was inspected and no anomaly was noted. The delivery wire zap tip shape and surface was smooth. The manufacturing batch record review confirmed that the device met all material assembly and performance specifications. The most probable root case is user related as the interlock - "35 fibered idc" occlusion system is recommended for use with a 5f (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager ii diagnostic catheter. "The use of other diagnostic catheters may result in an inability to deliver, deploy or recapture the device". (B)(4).